Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the insulin gauge remained static at 105 units for several days. Subsequently, the customer reported that the insulin gauge began to decrease as expected. At the time of the reported event, the customer confirmed that the insulin gauge was decreasing as expected. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump for insulin therapy.